Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that they had motor error and also had stuck buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify motor error alarm due to buttons not responding. Motor passed motor test.